Event description:
It was reported that the pt became unresponsive in the hcp's office and was sent by ambulance to the ICU. The pt then became unresponsive three other times. The pt's pump dose was decreased by 40%, and the pt is still in the hospital being monitored for possible withdrawal. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.